Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The patient was diagnosed with peritonitis while in the hospital for an unrelated event. It was unknown if the patient's hospitalization was prolonged due to the peritonitis. Treatment information was not reported and it was unknown if the patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.